Event description:
It was reported by the patient that they are unable to get out of bed and experience a poor quality of life. The patient notes that the implantable pulse generator (ipg) exhibits constant problems. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.